Event description:
On (B)(6) 2012 the customer reported that the dxc 600i instrument had unspecified dried precipitant around the wash syringe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the syringe and cleaned the surrounding area. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).